Event description:
It was reported that, during a meniscal repair procedure, both implants of the device deployed at the same time instead of one after the other. It is unknown if both implants were removed from the patient. A back-up device was available to complete the procedure. No delay nor patient injuries were reported.

Manufacturer narrative:
Foreign post code: india: (B)(6). The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both implants deployed at the same time. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: inadvertently pushing the deployment slider twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, both implants of the device deployed at the same time instead of one after the other. Backup device was available to complete the procedure. No delay nor patient injuries were reported.